Event description:
The manufacturer was contacted by customer alleging that the signal for bed exiting detection was not being received through the hospital's nurse call system. There was no patient involvement or incident associated with the issue.

Manufacturer narrative:
During the inspection of the wires inside the bed's electrical compartement, it was dicovered that one of the wires was disconnected,rendering he nurse call electrical system non-functional. The technician promptly reconnected the wire which successfully resolved the nurse call issue. A review of the bed's history record shows no record of repairs on the bed.this function was tested at the factory before shipment. The most probable cause is that the cable disconnection happen during the bed's transportation or displacement.